Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners during visual inspection. The pump was received with missing segments due to bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a black spot on the display. The customer mentioned that the anomaly persisted after a couple of battery changes. The customer will be sent a replacement pump.